Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 2.1 and 2.2 were not detected on the bus and controller module lights were found to be off. A field service engineer (fse) replaced the controller board, but the device did not power on. Further investigation identified a faulty drawer board in drawer 2.2, which was replaced. The fse then reconfigured the system, performed firmware updates, and rebooted the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers had failed and could not be recovered. The customer attempted drawer recovery; however, an error message was displayed. The customer power cycled the device, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.